Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was stable post procedure and will continue to be monitored with routine follow-ups.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported sudden voltage drop was confirmed in the laboratory via device image. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the sudden voltage drop.